Event description:
The customer reported to olympus, the bronchovideoscope had no image issues. The issue was found during diagnostic bronchoscopy. The procedure was completed with a similar device (bf-p150) without any delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was not confirmed. The device evaluation found air leak inspection failed. Image disappearance at angulation/ error code check, and switch function inspection check failed. Due to a dent on insertion pipe; water tightness is lost. Due to a crack on electrical-connector; water tightness is lost. Due to a cut on universal cord; water tightness is lost. Up/down plate has discoloration. Image noise/ image disappearance at angulation. Due to corrosion; switch button 1 does not work. Due to a cut on charged coupled device cable; image noise occurs. Due to corrosion on switch box,;switch button 2 does not work. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. The event can be detected/prevented by following the instructions for use which state: be sure to perform a leakage test on the endoscope prior to manual cleaning, and do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism or other malfunctions. Olympus will continue to monitor field performance for this device.